Event description:
Wire broken; lives still left. Manufacturer response for forcep, xi/x cadiere forcep (per site reporter). Intuitive has received the part associated with this complaint and completed investigation. Failure analysis investigations replicated/confirmed the customer reported complaint defective I & a "wire broken." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.